Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (aortic neck is angulated 50-60 degrees). Conclusions: (aortic neck is angulated 50-60 degrees).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm seven years ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the event, the aaa is 8.7 cm in diameter. The aortic neck is angulated 50-60 degrees and 27 mm in diameter. Currently, the ipsilateral iliac limb is unremarkable; the contralateral iliac limbs are calcified and tortuous. The bifurcated stent graft, (ref MFR# 2953200-2011-01084), contralateral limb and extension, and a 22 mm diameter ipsilateral extension ( ref MFR# 2953200-2011-01085) were implanted. On an unk date, a type ii endoleak was noted and corrected with translumbar coiling. The pt was symptomatic, but as the pt has elevated creatine, a non-contrast CT was done. An angiogram one month ago showed that the bifurcated stent graft is now about 1 cm below the renal arteries with a proximal type I endoleak; no migration can be confirmed, as the original placement is unk. The bifurcated stent graft was found to be not conforming to the aortic wall, and there was a bulge/dilatation of the aortic neck, which created a loss of proximal seal. In addition, there was a junctional type iii endoleak between the ipsilateral iliac limb of the bifurcated and the ipsilateral extension; the cause of the type iii endoleak is unk but may be related to poor sizing between the bifurcated stent graft and the ipsilateral extension. A 32 mm endurant cuff was placed proximally to intervene. An 18x24x135 aneurx limb was placed to reline the overlap of the bifurcated stent graft and the iliac ipsilateral extension. No additional clinical sequelae were reported and the pt is fine.